Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners; battery tube threads cracked and cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 332 mg/dl at the time of the call. No further information was provided.